Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a heavily calcified sinotubular junction (stj) and left ventricular outflow tract (lvot) and the delivery catheter system (dcs) would not advance past. The team did not want to apply to much force to advance, therefore the case was abandon. It was reported that the patient had a dissection. The location and type of dissection was not reported. Treatment for the dissection was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the dcs did not advance as smooth. As the dcs was removed, the wire was passed through the dcs easily. One of the implanters noted that the wire may have been kinked at some stage during the procedure. The patient's pre-existing dissection did seem to worsen. The implant commented that it was likely the dissection worsened when advancing the sheath as its possible the wire was not distal enough. The patient was to get a computed tomography (CT) scan 48 hours following the valve implant procedure.

Event description:
Additional information was received which reported that the dissection was located in the descending aorta, however was observed on the pre-case plan. The dissection was retrograde. The patient was reported to be stable.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.